Manufacturer narrative:
Per tandem's t:slim x2 user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer entered an inaccurate blood glucose (bg) value and accidentally requested an unintended bolus of 7.8 units. Prior to calling tandem technical support, the customer suspended all insulin deliveries. Review of the pump history verified that 7.1 units of the bolus had been delivered. At the time of the reported event, bg level was 70 mg/dl. To address the issue, the customer set up a temporary rate and was recommended to consult with health care provider regarding diabetes management.